Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was confirmed based on the observation that the lead body was twisted approximately 20 centimeters from the terminal pin. The lead resistance measurement was normal and all conductors were intact. This report is being filed to corrct the b5 describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead had twiddler's syndrome as the lead was found out to be dislodged. The patient was treated with intravenous antibiotics. The rv lead was explanted. No additional adverse patient effects were reported. It was reported that this right ventricular (rv) lead cause the patient to experience twiddler's syndrome as the lead was found out to be dislodged. The patient was treated with intravenous antibiotics. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead had twiddler's syndrome as the lead was found out to be dislodged. The patient was treated with intravenous antibiotics. The rv lead was explanted. No additional adverse patient effects were reported.